Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the valve trocar leak immediately after being inserted during a procedure. The cataract surgery was performed with three trocars already installed. The posterior pressure dropped followed by the anterior suddenly deepened, and then becoming unstable maybe due to the possibility the irrigating solution flowed under the posterior capsule. An infusion cannula was inserted in order to suppress the leak. The procedure was completed without product replacement. There was no harm to the patient.

Manufacturer narrative:
Additional information provided in g.1., g.2., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the complaint of leaky trocars; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not received at the manufacturing site and the device history record review indicated that the product was processed and released according to the product¿s acceptance criteria, the exact root cause for this complaint is unknown. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. The manufacturer internal reference number is: (B)(4).